Event description:
It was reported that an ems was used during a hernia repair procedure. It was reported by the affiliate that the staples would not deliver (feed). There was no consequence to the pt.